Manufacturer narrative:
Steris cannot confirm the cause of the reported event. Steris performs bi-annual drop testing on cases of s40 sterilant from a height of 48 inches. During the last testing in august 2015 no leakage was noted. The operator manual for the capital equipment states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The msds for s40 sterilant states "if inhaled: remove person to fresh air and keep comfortable for breathing" and "symptoms/injuries after inhalation: inhalation may cause immediate severe irritation progressing quickly to chemical burns."

Event description:
The user facility reported that an employee was transporting boxes of s40 sterilant when the boxes fell off the cart and onto the floor subsequently causing damage to the cartons. The employee proceeded to pick up the boxes and experienced irritation to her hands and complained of a head ache and nasal irritation. Medical treatment was sought and administered.